Event description:
It was reported that during an unknown procedure the reload was loaded properly and then the surgeon couldn¿t fire the stapler.

Manufacturer narrative:
(B)(4). Date sent 3/4/2025. D4 batch #179d36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received with no apparent damage and with no instrument. The swing tab was found to be in the locked position and with 7 drivers up along the staple line. The reload was tested for functionality with a test device and achieved its firing sequence without any difficulties and it performed as intended. However, after the functional test, 2 staples were noted missing along the staple line. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. It should be noted that 100% inspection is performed by means of an automated vision system to ensure staples presence; please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 179d36, and no non-conformances were identified. The lot#197d94 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. Additional information was requested, and the following was obtained: were there any patient consequences? No. How was the case completed? With another device of the same product code.